Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of power cable disconnect and no external power alarms were confirmed via log file analysis. Review of the submitted log files revealed atypical power cable disconnect, low power hazard, and no external power alarms on 01may2026 and 02may2026 while connected to the mobile power unit (mpu). These alarms are consistent with a loss of external power. Each instance the alarms resolved once external power was restored to the system. The backup battery supported the system without issue during these events. The mpu, serial number unknown, was not returned for analysis. A root cause for the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured 2 consecutive clusters of power cable disconnects alongside no external power events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events and emergency backup battery (ebb) was used.